Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support did not troubleshoot occlusion due to subsequent cartridge issues that required pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.